Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection was performed and no external damage or defects were observed. During functional testing, the unit was found to shut down with no alarm triggered. A known good battery was installed and after 6 hours of monitoring function, the battery indicator started to blink and the low battery alarm was triggered. The original battery was charged for 4 hours and reinstalled into the device. The battery indicator illuminated 4 leds with a 100% charge. After 10 minutes of monitoring function, the battery indicator illuminated only 1 led and the unit shut down with no low battery alarm triggered. The failure was isolated to the unit's battery. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device was not holding a charge and not giving a low battery alarm. No consequences or impact to patient were reported.